Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good-faith effort to obtain further information regarding the patient and the procedure outcome. However, the customer has not provided the requested information. A philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was having connection issues. To resolve the issue, the fse replaced the wireless footswitch and base station. After replacement, the system was returned to use in good working order and was ready for clinical use. The wireless footswitch and base station were returned to philips for failure analysis. Functional testing revealed no operational failures. As per the system¿s instructions for use (IFU), the wired foot switch must always remain connected to the x-ray system and be available for clinical use when using the wireless foot switch. Investigation confirmed that a wired footswitch was available with this system. If image acquisition cannot be started using the wireless foot switch, the procedure can be continued with the wired foot switch. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch had a wireless connection problem, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.